Event description:
The technician reported the right foot brake caster is not holding while in brake mode. The bed is located in the accounts repair room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the right foot brake caster is broken at the stem and the brake caster support. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the right foot brake caster and support to resolve this issue. Based on the information, no further action is required.